Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® contact-activated lancet had the protective cap comes off letting needle/blade exposed and possible clean needle stick/injury before use. The following information was provided by the initial reporter: the customer stated: ¿customer reported that the cap of the blade had been separated from the device before use.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for missing cap with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the issue of missing cap was observed. Retention samples from bd inventory were evaluated by visual examination and the issue of missing cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd microtainer® contact-activated lancet had the protective cap comes off letting needle/blade exposed and possible clean needle stick/injury before use. The following information was provided by the initial reporter: the customer stated: ¿customer reported that the cap of the blade had been separated from the device before use.